Event description:
It was reported that the pump was exposed to water and subsequently the touch screen was delayed in responding to presses. The customer's blood glucose was 140 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.